Event description:
Patient reported unspecified high blood glucose results on the aviva system. Emt's were called; they treated the patient for unspecified low blood glucose results take with the emt's meter. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.